Event description:
It was reported that during setup for a surgical procedure, the drill heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and the rotor assembly bearings were displaced and missing the required lubrication. If the bearings are out of place, or lubrication is not present, friction can cause heat to be generated among mating components.